Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump has not been rewinding properly. The customer also stated that she has not been getting the correct amount of insulin that she needs. The customer stated after changing the infusion set, she gets a no delivery alarm. The customer did not have supplies with her at the time of the call. Troubleshooting was not possible. Advised the customer to call back for troubleshooting when possible.